Event description:
Reporter described the event as follows: the rn went to place an insulin needle/syringe into the sharps container. Reportedly, the insulin needle/syringe bounced off the back of the sharps container and the nurse received a needlestick.